Manufacturer narrative:
The root cause for this complaint could not be determined. The instafix 10mm x 10 mm staple was not returned for evaluation. The lot number of the product was not supplied. Therefore, a review of the DHR could not be performed. Per the physician, the patient was of good general health, in their 40's, and had good bone quantity and quality, and was compliant with post-operative instructions. Review of the information provided, along with the way the staple functions, it doesn't appear that the bone broke before the end of the surgery. The review of the IFU shows that it provides warnings concerning situations that could cause this type of fracture. The review of capas and ncrs did not identify any internal investigations for this device. The review of complaints shows that this is the first complaint osteomed has received for this device. According to the instafix risk management file, the risk of a bone fracture could be caused by either insufficient quantity or quality of bone, or that the staple compression force exceeds the maximum specification. The review of the risk management documents shows that this type of failure mode has an overall minimal risk result - final score of 9 for insufficient quantity or quality of bone, and a final score of 8 for the staple compression force exceeding its maximum specification. This risk also correlates to a minimal risk. This issue will be monitored through routine trending.

Manufacturer narrative:
Device not returned.

Event description:
On 05/05/2017, osteomed was notified of an event that occurred with the system, fixation, shape memory, 10 x 10 product. Per the physician, two (2) staples fractured metatarsals due to closing too aggressively. The staples were discarded.